Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed an unknown channel error. This is an out of box failure. The biomed suspects a manufacturing defect. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue of the device having a channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 01/18/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : no product returned.

Event description:
It was reported that the device has a channel error. This is an out of box failure. The biomed suspects a manufacturing defect. No additional information was provided. There was no patient involvement.